Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fill estimate was inaccurate with multiple cartridges. Additionally, it was reported that multiple cartridge alarms (cartridge alarm 9 - overfill alarm) occurred after the cartridges were filled with 290 units. Blood glucose was 78 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.